Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that znn, cmn lag screw, 10.5 mm, 85 mm, including set screw, was used in a surgery on (B)(6) 2016. During surgery lag screw junction part was fractured.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that:" the lag screw junction part was fractured during surgery". Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis visual examination: the broken lag screw was returned for investigation and it is stuck in the extraction instrument. The visual investigation shows that both lag screw tab are sheared off. The broken pieces were not returned. Possible root causes: within a not fully engaged and securely connected lag screw inserter/ lag screw retaining shaft. If the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which leads to a fracture of this section; excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a revision case. Some cases are known were a removal was planned 25 month after implantation whereas a fracture should be united within 6-9 month; pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).